Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical decompression with instrumentation and bmp to treat a herniated disk with osteophytes at c4-5, c5-6, c6-7 with stenosis and cord compression. 4 months post op x-rays of the cervical spine have looked fine. They continue to look fine with good placement of internal fixation devices, ongoing consolidation of fusion. Approximately 9 months post-op the surgeon noted in a letter that the patient has significant problems related to the spine. Born with congenital partial fusion of the spine. Although the patient didn¿t have any complications related to the surgery and it provided some relief, the patient is still in pain. Due to the patient¿s agonizing miserable pain despite significant surgery with decompression, fusion, and instrumentation of the cervical spine, the surgeon believes that the patient is totally and completely disabled and unable to work; 30 months post-op the patient came in for follow up, still in pain, has pain in neck, arms, lower back and legs. The surgeon believes they have exhausted open surgical options and recommended a pain management doctor. The surgeon noted in a letter that the patient has always been in pain. The patient was in pain before the surgery, has been in pain after surgery. Despite attempts at surgical remediation of the patient¿s pain with spinal surgery which included spinal decompression, fusion and instrumentation the patient remains in pain. It is the surgeon¿s opinion that the patient is permanently disabled.